Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material in insertion tube may not have been removed due to physical damage on the device. It is likely the foreign material remained in the bending section cover due to insufficient cleaning. The foreign materials were unable to be identified. The event can be prevented by following the instructions for use which state: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the play of the knob in the up/down direction was out of standard and the image guide protector was cut. The light guide lens was cracked and there were scratches noted throughout the device. The scope cylinder had no color and the universal cord coating was peeling. The adhesive on the bending section rubber was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had too much play on the angulation. The issue was found during a procedure. There were no reports harm associated with the event. Inspection and testing of the returned device found that the connecting tube and bending section rubber had dark brown foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.